Event description:
Manufacturer representative present at surgery adn reported at conclusion of use of the medical device (following standard procedures), the base of the drive unit was being removed from its fixation (2 self-drilling screws) on the skull and the screw head separated from the shaft on one of the two screws during their removal. One screw was removed intact, the other separated (head from shaft) with the removal of the screw head considered unremarkable. The surgeon then removed the screw shaft by drilling around it to loosen it from the surrounding bone and was able to remove it in its entirety. Surgeon completed the procedure sucessfully. Manufacturer representative requested return of both pieces of screw to company for evaluation. It was reported that the surgeon did not elect to use the screwdriver that accompanied the sterile, single use drive unit component (recommended for use in the accompanying IFU) but rather sourced their own. The component (screw) is undergoing inhouse and laboratory inspection to ascertain cause of screw failure. Follow-up status on patient recovery and safe and effective use with implant will also be monitored.